Event description:
The facility had reported an infusion pump with a failure code 812:02. The facility representative had stated that no pt incidents have been reported since the last baxter service event. Information was requested by baxter regarding the medication involved, pump programming and set-up information, specific pt information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.